Event description:
It was reported that the patient presented to hospital after receiving inappropriate therapy for svt. Reprogramming changes were made. In the night, the patient coded and was rescued via external defibrillation. The device did not deliver therapy for the arrhythmia. Further reprogramming changes were made. Patient was stable after the reprogramming.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported inappropriate hv therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.